Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurence of a system fault (sf 189) and unexpected restart. The reported faults could not be reproduced during in-house testing. The investigation determined that the device faults were most likely due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault error message (sf 189). There was no patient injury reported as a result of this incident.